Event description:
It was reported that during a pci treatment procedure, withdrawal difficulties were encountered with the ultra-thin diamond balloon catheter. The balloon was removed with difficulty and replaced with another device to complete the procedure.